Event description:
It was reported that the patient hadn¿t used the spinal cord stimulator (scs) for the past 8 months prior because the patient had neck surgery. The patient had three neck surgeries the last year and a half. The patient was going to have another surgery on (B)(6). The patient was taking with their healthcare provider (hcp) about getting a new scs system that was MRI compatible. There was a suspected over discharge. Information regarding if the patient still had concerns with their device or therapy has been requested. Additional information was received regarding a stimulator over discharge suspected. It was noted that the device was not working on (B)(6) 2013. The patient was in the hospital for the first spinal surgery and was unable to recharger the stimulator. The patient slept so much and left the stimulator turned on while they slept after surgery and the stimulator died. They tried to recharge it for 10 hours and the stimulator would not recharger, this was in (B)(6) 2013. The patient had their second spinal surgery on (B)(6) 2014. They had their third spinal surgery on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3888-56, lot# v632678, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot# v390153, implanted: (B)(6) 2012, product type: lead. (B)(4).